Event description:
There was a report of a cartridge alarm recurrence. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.